Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) of 2021.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the ipg was taking longer to charge before it stopped charging completely. Reprogramming had not been beneficial. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.